Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported a ventilator with a high tidal volume alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 08sep2020 b4: (B)(6) 2020 the service engineer (se) inspected the device. The se found that the ventilator had a low leak-co2 rebreathing risk. In addition the se found during service that the touchscreen was not responding properly. The se replaced the flow sensor and touchscreen to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.